Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed an air in line error message while loading tube line. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced and all sensor calibrations were within specification. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified, however troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. Should additional relevant information become available, a supplemental report will be submitted.